Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to arrhythmia. The patient experienced dizziness and fatigue. The patient was with malignant ventricular tachycardia and wished for the pump to be turned off with no more interventions to be done. The outcome was not considered to be device or therapy related. An autopsy was not performed. The device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia and patient outcome could not be conclusively determined through this evaluation. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.